Event description:
The customer reported to olympus the issue occurred during a therapeutic endobronchial ultrasound, there was a delay of 20 minutes with the patient under anesthesia and the intended procedure was completed. Also reported that the issue occurred due to a mis-cabling of the tower, likely caused by user error.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e315 was displayed due to that the cable was not connected correctly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the video system center experienced an e315 scope communication error when being used with an ultrasound bronchofibervideoscope. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center experienced an e315 scope communication error while being used with a ultrasound bronchofibervideoscope. Through troubleshooting with tac the image came back, the customer confirmed the upgrade was completed in order for the scope to work as it had in the past. Tac suggested reseating the maj-1933 cable between the clv-190 and the cv-190 while the device is powered off and to clean the scope contacts with 70% isopropyl alcohol. The e315 scope communication error could have been a bad maj-1933 light control cable for the 190 scope, tac also confirmed that the maj-1430 was not connected to the cv-190. The device is not expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.